Manufacturer narrative:
(B)(4). Date sent: 4/26/2023. This is an analysis of a set of images submitted for evaluation. Image 1: the image provided by the customer shows a harhd36 instrument with no apparent damage. Image 2: the image provided by the customer shows a harhd handle. The batch and serial can be observed as x95688, (B)(6). Image 3: the image provided by the customer is that of the distal jaw of what appears to be a harhd instrument. No damage can be observed. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during a laparoscopic hepatectomy procedure the ¿replace instrument¿ alert screen is displayed. Changed to another one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). 4/12/2023. Batch # unknown. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. Probably the device stopped activating and displayed an alert screen because the blade is damaged. The device was disassembled to inspect the internal components and no anomalies was found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples, or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These screen alerts can be such as, "remove instrument from patient" ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot x95688, and no non-conformances were identified.